Event description:
A homecare services representative sent an email notification of complaint on behalf of the customer to corporate product surveillance on (B)(6), 2011. The customer reported the disconnect caps were not snapping in properly and could be bumped off or fall off easily. The customer stated they have not worked properly since he obtained them. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The report of a connection issue was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The product met product specification (label claim) in relation to the reported problem.

Manufacturer narrative:
(B)(4).sample is available for evaluation. An evaluation will be performed on the provided lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.